Manufacturer narrative:
Case: (B)(4) initial report. Additional information, including, lot codes of the head and liner, post primary and pre revision x-rays, operative notes, date of primary surgery, patient information, whether the patient followed correct post-op protocol, whether the patient experienced any slips / falls or other trauma post primary surgery, what the patient was doing at the time of the dislocation and an update on the patient post revision has been requested and if received will be provided in a supplemental report upon completion of the investigation. Upon receipt of the appropriate device details, the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity revision of the cup, ceramic liner and ceramic head due to dislocation. Please note: the trinity biolox delta ceramic liner associated with this report is not cleared for sale or distribution in the USA and this event occurred outside of the USA.

Event description:
Trinity revision of the cup, ceramic liner and ceramic head due to dislocation. Please note: the trinity biolox delta ceramic liner associated with this report is not cleared for sale or distribution in the USA and this event occurred outside of the USA.

Manufacturer narrative:
Case-(B)(4). Final report additional information, including, lot codes of the head and liner, post primary and pre revision x-rays, operative notes, date of primary surgery, patient information, whether the patient followed correct post-op protocol, whether the patient experienced any slips / falls or other trauma post primary surgery, what the patient was doing at the time of the dislocation and an update on the patient post revision was requested in order to progress with the investigation of this event, however, not all could be provided and thus the scope of the investigation was limited. Only the device details of the reported trinity cup could be provided. The relevant device manufacturing record for this device were identified and reviewed. All finished parts associated with this record conformed to material and dimensional specification at the time of manufacture. Based on the available information, no further investigation can be conducted and the root cause of the reported dislocation could not be determined. Therefore, this case is now considered closed, however, should any additional information be provided then this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.